Manufacturer narrative:
No blood was observed on the device or adhesive pad. Inspection of the formed needle found no issues that would cause bleeding. The soft cannula was observed to be damaged. It is unknown how or when this damage to the soft cannula occurred. No timeouts or drive stalls were seen in the download data that would indicate a failure to deliver insulin. The damage did not affect the ability of fluid to flow through the fluid path. The device generated an 0x18 alarm, indicating that the reservoir had reached empty. The reservoir was confirmed to be empty. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 400 mg/dl while wearing the pod between 24 and 36 hours on the abdomen. Patient was bleeding from the site. The pod was removed.